Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010 and suture was used. Nine days after the procedure, when the patient walked down stairs, the suture broke and the patient's abdomen opened. On (B)(6) 2010, the patient underwent a corrective surgical procedure done with spinal anesthetics. Currently, the patient is doing well.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.